Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between may 10, 2022 and may 31, 2022. (B)(6). The device was not returned for analysis as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was explanted from the patient's operative eye as their visual acuity had not improved after being monitored for three weeks. A different model lens was used as the replacement iol. There was no patient injury reported and no further issues were observed post replacement surgery. The original lens was discarded. No further information was provided.